Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: (B)(6) 2017 product type catheter . (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient receiving dilaudid (hydromorphone) 6.2mg/ml for a total of 1.2mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported the expected residual volume was expected to be 3.9ml, and then was 10ml at the pump refill. It was unknown what factors may have caused, led to, or contributed to the event. It was noted they tried aspirating the catheter, and it was not patent. It was noted that the pump segment of the catheter was replaced, and will not be returned as it was discarded. It was noted that the issue was resolved at the time of the report, and the patient's status at time of report was "alive-no injury." It was noted that surgical intervention did occur as the pump segment was replaced with an 8784. It was noted a partial explant occurred. The catheter was re-sutured down because it was kinked. It was noted that the catheter was no longer kinked and the catheter was patent. The patient's weight was unknown. No symptoms reported. The event date was unknown. No further complications were reported/anticipated.